Event description:
The customer was hospitalized for high bags. The cause of hospitalization was unknown. Troubleshooting was performed. The programming and histories on the pump were accurate. Explained to the customer that the pump was oeprating as designed and does not need to be replaced. Instructed the customer to change the set and use injections as per md protocol. Also advised the customer called back and indicated that their bgs have been running high since the customer started a new bottle of insulin.